Event description:
Reporter noted several instances of sterile inflammatory process. Surgery was 10/04/1999 and inflammation was detected on 10/06/1999. Pt reportedly recovering with topical steroid drops.